Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 23-aug-2013. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pelvic pain/pain') in a 25-year-old female patient who had essure (batch no. 915882) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("large cysts"), endometriosis ("endometriosis"), malaise ("too sick") and dyspareunia ("could not have sex"). The patient was treated with surgery (salpingectomy (bilateral) and essure removal). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain had resolved and the cyst, endometriosis, malaise and dyspareunia outcome was unknown. The reporter considered cyst, dyspareunia, endometriosis, malaise and pelvic pain to be related to essure. The reporter commented: patient states she had tubes and essure removed last year on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in 2013: performed due to back injury at work - no results provided. Concerning the injuries reported in this case the following events were reported via social media: cyst, endometriosis, pelvic pain, malaise . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event was added (painful intercourse-female), new reporter was added. Narrative was amended. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031459) on 23-aug-2013. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pelvic pain / pain') in a 25-year-old female patient who had essure (batch no: 915882) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("large cysts"), endometriosis ("endometriosis"), malaise ("too sick"), dyspareunia ("could not have sex") and constipation ("stopped up for over a wk and couldn't keep anything down"). The patient was treated with surgery (salpingectomy (bilateral) and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the cyst, endometriosis, malaise, dyspareunia and constipation outcome was unknown. The reporter considered constipation, cyst, dyspareunia, endometriosis, malaise and pelvic pain to be related to essure. The reporter commented: patient states she had tubes and essure removed last year on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging: in 2013: performed due to back injury at work, no results provided. Concerning the injuries reported in this case the following events were reported via social media : cyst, endometriosis, pelvic pain, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. Reporter was added. Event: stopped up for over a wk and couldn't keep anything down added. On 18-jun-2020: social media received. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pelvic pain/pain') in a 25-year-old female patient who had essure (batch no. 915882) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("large cysts"), endometriosis ("endometriosis"), malaise ("too sick"), dyspareunia ("could not have sex") and constipation ("stopped up for over a wk and couldn't keep anything down"). The patient was treated with surgery (salpingectomy (bilateral) and essure removal). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the cyst, endometriosis, malaise, dyspareunia and constipation outcome was unknown. The reporter considered constipation, cyst, dyspareunia, endometriosis, malaise and pelvic pain to be related to essure. The reporter commented: patient states she had tubes and essure removed last year on (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in 2013: performed due to back injury at work - no results provided. Concerning the injuries reported in this case the following events were reported via social media : cyst, endometriosis, pelvic pain, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 23-aug-2013. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pelvic pain/pain') in a 25-year-old female patient who had essure (batch no. 915882) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("large cysts"), endometriosis ("endometriosis") and malaise ("too sick"). The patient was treated with surgery (salpingectomy (bilateral) and essure removal). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain had resolved and the cyst, endometriosis and malaise outcome was unknown. The reporter considered cyst, endometriosis, malaise and pelvic pain to be related to essure. The reporter commented: patient states she had tubes and essure removed last year on (B)(6) 2013 . Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in 2013: performed due to back injury at work - no results provided. Concerning the injuries reported in this case the following events were reported via social media : cyst, endometriosis, pelvic pain, malaise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Reporter information were added. Event : too sick added. Essure removal date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5031459) on 23-aug-2013. The most recent information was received on 22-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pelvic pain/pain') in a 25-year-old female patient who had essure (batch no. 915882) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("large cysts") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral) and essure removal). Essure was removed in 2013. At the time of the report, the pelvic pain had resolved and the cyst and endometriosis outcome was unknown. The reporter considered cyst, endometriosis and pelvic pain to be related to essure. The reporter commented: patient states she had tubes and essure removed last year on aug 5th diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - in 2013: performed due to back injury at work - no results provided. Concerning the injuries reported in this case the following events were reported via social media : cyst, endometriosis, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5031459) on 23-aug-2013. The most recent information was received on 01-oct-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('horrible pelvic pain/pain') in a (B)(6) year old female patient who had essure (batch no. 915882) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("large cysts") and endometriosis ("endometriosis"). The patient was treated with surgery (salpingectomy (bilateral) and essure removal). Essure was removed in 2013. At the time of the report, the pelvic pain had resolved and the cyst and endometriosis outcome was unknown. The reporter considered cyst, endometriosis and pelvic pain to be related to essure. The reporter commented: patient states she had tubes and essure removed last year on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging in 2013: performed due to back injury at work - no results provided. Concerning the injuries reported in this case the following events were reported via social media: cyst, endometriosis, pelvic pain. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received: new events cyst and endometriosis were added. Reporter's information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.